Event description:
The nurse assisting a (B)(6) old male pt contacted zoll lifecor customer support to report the pt is receiving a service code 204 when he powers on the monitor. The pt's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem has been confirmed. Upon evaluation, it was found that the cause of the service code 204 was due to a defective electrode belt. The electrode belt was discovered to have a broken trunk cable connector. The root cause of the broken was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt rec'd a replacement electrode belt.